Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-400-30 mdrs related to this event: 2029214-2019-00371, 2029214-2019-00372, 2029214-2019-00373. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline failure to open during a procedure. The patient was undergoing embolization treatment with flow diversion for a small unruptured fusiform right para ophthalmic aci aneurysm, measuring 7.5mmx7.5mm, landing zone distal 3.5, proximal 4mm. The vessel was observed moderately tortuous. The devices were prepared as indicated in the IFU. The catheter was flushed during the procedure. It was reported that during the procedure, the first pipeline (ped2-400-30) was placed. The device was reportedly too long and did not have optimal wall apposition. Due to sub-optimal wall apposition, additional pipeline devices were attempted to be placed. A second device was attempted. The pipeline (ped2-500-20, pli 20) was placed in a straight segment proximal to the aci siphon. The microcatheter was on the cranial vessel wall while deploying (no centralization was possible) the distal braiding did not open. It was alleged that the distal braid got stuck in the braiding of the first implanted pipeline; the distal wire did not move forward. The middle segment opened up normally but the distal segment still did not open. Under x-ray it seemed that the distal braiding was damaged. Resheathing and re-deployment was attempted more than two times, which did not resolve the issue. The device was removed. A third pipeline device (ped2-500-20, pli 30) was attempted. This time, the distal end of the braid was attempted to be opened in the straight m1, then pulled down to position. Again the distal braiding did not open. After several tries (including also resheathing and pushing it forward) the distal braid again seemed to be damaged. The device was removed. On removal, the distal braid appeared damaged. A fourth pipeline device (ped2-500-20, pli 40) was attempted. The same issues as the previous two devices was encountered. After several tries the distal braid again seemed to be damaged under x-ray. The device was removed and the distal braid was observed to be damaged. The procedure was continued using another manufacturer's device. There were no patient symptoms or complications associated with this event. 6f terumo destination, phenom plus fg19120-1030-1s (se18-064), avigo 14 103-0606-200 (a766747), phenom 27 my18-066.